Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's display was found to be physically damaged. The device's lcd screen needs replaced to address the issue.the device was returned unrepaired as per the customer.